Event description:
It was reported that the device triggered elective replacement indicator (eri) and would not display the battery voltage or impedances, despite further longevity measurements indicating a remaining battery level of over seven years. The device mode was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely.